Manufacturer narrative:
Product ID 3998 lot# v034832 serial# implanted: (B)(6) 2008 explanted:; product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:; product type lead product ID 37752 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:; product type recharger product ID 37743 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:; product type programmer, patient product ID 3708240 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:; product type extension. (B)(4).

Event description:
It was reported that the patient experienced coupling and communication issues with their implantable neurostimulator (ins). It was suspected that an overdischarge had occurred due to patient compliance. The last successful recharging session had occurred over 12 months ago. It was noted that this was the patient's second overdischarge on this device. Four physician mode recharges (pmrs) were attempted, but were unsuccessful in restoring functionality of the ins. Because of the lack of stimulation, the patient experienced a return of their pain symptoms. Additional information was received on 2012-09-07 that indicated that patient was still experiencing a continuation of her original pain and she had requested the doctor perform an ins replacement. Additional information was requested but was not available at the time of this report.